Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Reporter stated coaguchek xs system had been reading "low" over the course of several days. No specific results were provided. The customer kept increasing his coumadin dose on his own. The specific dosage is not known. At an unspecified time later, the customer went to the hospital where he was admitted for a "few hours" and then released. No treatment information was provided. The customer has since recovered and is currently feeling fine. The daughter is reporting and no further information is available. The customer is out of the country for an extended period of time and is unavailable to talk to. The manufacturer requested return of suspect product for evaluation: however strips are no longer available.